Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The catheter was returned, and analysis found the catheter body was torn or broken or melted at or after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1271 mcg/day) via an implantable infusion pump. It was reported that the patient had increased spasticity. A bolus was programmed that worked to reverse the spasticity temporarily and a dye study was attempted but was unsuccessful. It was noted the patient was complex. The logs were checked and no motor stalls were present. The pump was "due to be replaced soon" so they decided to replace the entire system on (B)(6) 2019. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.